Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys cea assay on a cobas e 411 immunoassay analyzer (e411). The erroneous results were reported outside of the laboratory. The customer believed the repeat results to be correct since the patients were expected to have high results. The patient samples were collected in primary tubes, then aliquoted these into sample cups for testing on the analyzer. The first patient sample initially resulted with a cea value of 1.06 ng/ml. The result was provided to the patient and on (B)(6) 2018, the patient complained about the result. The sample was repeated twice on (B)(6) 2018, resulting as 21.67 ng/ml accompanied by a data flag and 23.43 ng/ml accompanied by a data flag. The second patient sample, from an (B)(6) female patient, initially resulted as 0.695 ng/ml. Based on the issue with the first patient sample, the customer decided to repeat the second patient sample. The second sample was repeated twice on (B)(6) 2018, resulting as 4.81 ng/ml accompanied by a data flag and 4.84 ng/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patients. The cea reagent lot number was 31773401, with an expiration date of 30-jun-2019. Controls were not tested on (B)(6) 2018. The field service engineer found foam in the microparticle bottle of all reagents on the analyzer. The mixer was misadjusted and was corrected. The customer did not use rack adapters for 13 mm. Diameter tubes.

Manufacturer narrative:
Calibration signals from the calibration performed on (B)(6) 2018 were slightly above expected ranges, but acceptable. The investigation was unable to find a definitive root cause.